Event description:
Clinical narrative: an impella cpc10 device was inserted via the right femoral artery in a male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities and clinical state prior to support were unknown. During support, a thrombus was discovered lodged in the pump discharge section. The thrombus was identified in the pump after the patient died. Subsequent communication with the treating physician revealed that the main cause of death was subarachnoid hemorrhage (sah). It was unclear whether the impella device was involved. The pump had been scheduled for removal, but the patient died prior to the planned explant. The physician noted that even if impella flow could not be obtained due to the thrombus, it was unlikely that circulatory death would have occurred solely as a result. The patient expired on support. The thrombosis may be associated with patient-specific factors such as underlying cardiogenic shock, critical illness and anticoagulation status. The stroke may be related to the patient's underlying critical illness and other clinical factors, with no clear evidence of direct device involvement. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition.

Manufacturer narrative:
Due to the patient's death, the pump and sheath were removed simultaneously. Since they were not removed separately, the pump was not removed through the sheath. The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d1 (brand name), d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.